Event description:
It was reported that the left ventricular lead exhibited high thresholds and the patient experienced positional diaphragmatic stimulation. The lead was explanted and replaced on (B)(6) 2014. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.